Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer reverted to an alternate method of insulin therapy. A correction injection via manual injection was administered to address bg level. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy.